Event description:
It was reported that a unspecified bd pen needle had a needle break. The following was reported, "rear cannula end is broken + gets stuck."

Manufacturer narrative:
Investigation: customer returned (1) 32g 4mm bd pen needle (used). Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined and exhibited a broken non-patient end cannula, likely due to human factor, thus confirming the alleged defect. A lot# was not returned so a DHR could not be performed. Bd was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd pen needle had a needle break. The following was reported, "rear cannula end is broken + gets stuck".